Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties occurred. The target lesion was located in the moderately tortuous and moderately calcified ostial left circumflex artery. After predilation was performed with a 2.50 x15 mm emerge balloon catheter, a 20 x 4.00 rebel stent was advanced but failed to cross the lesion. The physician then used a non bsc 7f guide catheter and completed the procedure with a 4.0 x 18mm non bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) and stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination revealed that the stent was damaged. The 4th through 8th proximal rows of struts and the 4th distal row of struts were flared, bent, and overlapping. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).